Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2024. During procedure the left ventricular lead tip broke off. The lead was removed and replaced within the same operation. Post-procedure the patient was stable.